Manufacturer narrative:
(B)(4). Concomitant medical products - unk mallory head, unk mclaughlin +5 ringloc shell, unk stem multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04106. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered a dislocation of the hip and underwent a hip re-location in the emergency room (ER). Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review confirms that the lower pelvis notes there is superolateral dislocation of the prosthetic femoral head in relation to the acetabular component on the right side. No visible fracture. There is osteolysis involving the inferomedial third of the acetabular cup. One of the fixation screws extends beyond the acetabular cortex. The tip of the femoral component projects lateral to the midline of the proximal femur. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.